Event description:
On (B)(6) 2011, pt reported when she attempted to bolus earlier today, she could not get any of the buttons on the infusion device to respond. Pt stated she removed the battery while the infusion device was still in the run mode and now the device only alarms with a power interrupt error and she can not confirm it. Pt reported she tried pressing the check button to confirm the power interrupt and it was not responding. Pt stated none of the other buttons responded either before she removed the battery. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.